Event description:
It was reported that the patient reported feeling ¿shocked¿ from the device. Additional information obtained, reported the patient presented to the emergency room (ER) with complaints of vomiting and spoke of an ¿electrical sensation¿. Device interrogation was performed and no shocks had been delivered and the patient was discharged to the healthcare center. Technical service review of the device interrogation noted high outputs and a high ventricular capture management warning. Five non-sustained ventricular tachycardia episodes were noted with no therapy delivered. Further review of the manufacturer¿s database indicated the patient is deceased and died three days after the ER visit. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the reportable malfunction of high outputs is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).